Manufacturer narrative:
The device was found during kit inspection. Instrument is not an implantable device. Instrument to be returned for investigation. Investigation pending. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
A sales representative reported the driver was bent the event was found during a surgical kit inspection and is not associated with patient contact.